Event description:
It was reported that before using one bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, the customer found the color of the tube stopper abnormal. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. Evaluation of these photos revealed the presence of an incorrect stopper in the shield. According to product specifications, this product requires a grey stopper, not a red one. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect stopper color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, the customer found the color of the tube stopper abnormal. There was no health impact or consequence reported.